Manufacturer narrative:
The analysis results confirmed that the device was returned with the distal tip of the blade broken off ad missing, gouged and nicked. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.

Event description:
During a laparoscopic nissen procedure, the deviced went into alarm right away. Used another like device to complete the case. There was no reported patient consequence.